Manufacturer narrative:
Returned for evaluation were 2 softvu catheters. A visual review of the first device noted that the tip is separated from the catheter shaft and the tip was inside the j straightener. The second sample showed the tip was detached. The reported complaint description of "two soft vu pigtail catheters broke off while prepping and straightening the tip" is confirmed. No manufacturing non-conformance was observed during sample evaluation. This failure mode is consistent with tip embrittlement associated with a CAPA opened to address the tip material. A ship history review shows this account received one box (n=5 units) of ln 5139640 on 20-feb-2017. The 2 catheters in question were the first ones used from this box since it was shipped to them 2.5 years ago. In addition, it was confirmed catheters were stored outside of the inner box, i.e. Hang up on hooks. Handling damage during this extended storage period may have contributed to the tip fracture. A material change to address the robustness of the catheter tip was implemented on (B)(6) 2017. The complaint sample sub-assembly (lots 5139640) was manufactured before the implementation of this material change. In addition, handling damage during storage may have contributed to tip fracture. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with states; "never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three. The maximum pressure limit of catheters intended for flush angiography is stated on the catheter package. When using a pressure injector, do not exceed the stated maximum pressure. Catheters intended for selective angiography do not have a maximum pressure limit stated on the catheter package. Typical flow rates of up to 10cc per second are stated with pressure generated to achieve these typical flow rates. Never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Angiodynamics angiographic catheters are designed for use with specific guidewire diameters. The recommended maximum guidewire diameter is specified on the catheter label". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective devices have been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported: two soft vu pigtail catheter tips broke off while prepping and straightening the tip. No wire was inserted. Catheter never left the sterile field and was not used on the patient. The reported defective disposable devices have been returned to the manufacturer for evaluation.